Manufacturer narrative:
Corrected data: h6- health effect - clinical code (e): "1937" should be removed. "2137" should be added. H6-health effect - impact code (f): "4644" should be added. B5- the reporter indicated that the surgeon implanted an implantable collamer lens into the patients left eye (os). The patient experienced inflammation, fibrin, loss of visual acuity, hypopyon and medication was prescribed. Reportedly " it is a case of cf on post op day 4 (not 5 as I had thought), fibrin, hypopyon, iop of 18" and "pt is being treated appropriately for delayed inflammatory vs infectious etiology". The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 fibrin. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (od). It was noted patient is being for inflammatory response, fibrin and hypopyon and iop of 18 also indicated. Lens remains implanted.